Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the facility not performing the leak testing could not be determined, however, the facility was apparently performing device reprocessing with a different procedure than as described in the instruction manual; in-service training was provide to the hospital staff by an olympus endoscopy support specialist. The event can be prevented by following the instructions for use which state: ¿7.4 leakage testing¿ ¿after precleaning, perform leakage testing on the endoscope to ensure that it is waterproof¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During an onsite reprocessing in-service with the user facility, it was noted that the user facility was not performing leak testing. The ess corrected the staff on proper leak testing of the scope and completed an in-service reprocessing refresher for the staff on an cystonephrofiberscope. The ontrack form documented all cleaning, disinfection, and sterilization information that was reviewed during the in-service. The ess provided the user facility staff with reprocessing training materials for their reference. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The endoscopy support specialist (ess) reported that, during an onsite reprocessing in-service at the customer¿s site, it was noted that the cystonephrofiberscope was being improperly reprocessed. The customer informed the ess that they do not perform leak testing. There were no associated patient infections or injuries reported.